Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricle lead was capped and replaced on 28 aug 2018 for unknown reason. The patient condition was unknown.